Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that arm 2 moved on its own down toward the pelvis. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error 23075 against the left master tool manipulator (mtm). The tse informed the customer that the surgeon needed to make sure they were holding onto the mtm at all times when their head was in the sensors and the arms were active. The surgeon stated they only released the controller because the robot was forcing arm 2 on its own down towards the pelvis. The surgeon used the system for an additional 10 minutes while on the phone with the tse without any issues of arm 2 moving on its own. The tse advised that if the surgeon lets go of the mtm, while their head was in the sensors, then the arm could drift on its own. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that arm 2 moved on its own, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was able to test drive the system, with no issues found. The system was tested and verified as ready for use. The complaint regarding arm 2 moving on its own was not confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.